Event description:
Customer alleged discrepant blood glucose results of 272 mg/dl on the compact plus system compared to 78 mg/dl when testing was performed on a professional meter within 5 minutes. Customer reported no treatment/action based on these results. A request was made for the return of the suspect device and replacement product was sent.